Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that during use of a swan-ganz catheter, the temporary pacing wire (tpw) was not capturing. Despite the consultants being happy with the position of wire on x-ray, the tpw was not working. The lead was repositioned several times and the connection cable and pacing box were replaced; however, the issue was not resolved. Replacing the pacing wire resolved the issue. There was no allegation of patient injury. Patient demographics were requested but no further details could be provided, including the model and lot number of the suspect device.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per an update form the customer, there were no error messages observed at the time of the pacing failure. Additionally, the product was initially reported to be available for evaluation; however, the customer has been unresponsive to attempts to get it returned for evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.